Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as a link detachment. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with four proglide devices using the pre-close technique via an 8f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Prior to use, flushing of the marker lumen was successful for both proglide devices. Reportedly, no back bleeding was observed from the marker lumen while positioning both proglide devices. The proglide devices were flushed again, twice, with the same result. Suture placement was attempted with two additional proglide devices; however, suture breaks occurred with the third and fourth proglide devices. The sutures of two new proglide devices were successfully pre-placed and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.